Event description:
The facility representative contacted baxter united kingdom to report solution administration set that the nurse "could not disconnect [the rotary leur lock connection] correctly.... One occasion he had to disconnect the set by using a three way tap device and in another he had to use artery forceps to disconnect the set from the IV cannula." There was a patient involved but there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual examination was performed on the sample and found no abnormalities. The sample was also submitted to functional test. The luer was connected to a 3 way stopcock and "clicked", thus indicating that luer was not clicked/activated at the hospital and hence, ejection could not be done by the nurse. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. After reviewing the results of all the tests, it was found that the set worked in relation to procedure. The reported condition was not detected in the sample. The reported condition was not confirmed and the root cause of this condition was not identified. This is a product not distributed in the us and does not have a 510(k) number. A follow-up report will be filed if any additional details become available.